Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and symptomatic pulmonary embolism. The filter was deployed below the bilateral renal veins. There were no complications. The patient tolerated the procedure well. According to the patient profile form (ppf) the patient experienced pulmonary blood clots post operatively. He also experienced blockage in veins of his ilium and blockage in his leg/groin. The patient had bleeding from his left arm due to an unexplained wire in his upper arm. He was fearful of the possible failure of the inferior vena cava filter in the future. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep vein thrombosis and symptomatic pulmonary embolism. The filter was deployed below the bilateral renal veins. There were no complications. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis. According to the patient profile form (ppf), the patient experienced pulmonary blood clots post operatively. He also experienced blockage in his iliac veins and blockage in his leg/groin. The patient had bleeding from his left arm due to an unexplained wire in his upper arm. The patient also reported anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, bleeding, pulmonary emboli and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   The device was not returned for analysis.   A device history record (DHR) review could not be conducted as the sterile lot number was not provided.   Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither blood clots, clotting nor thrombus within the vessel (or in the filter) represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter obstruction and thrombus formation are potential complications of filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.